Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that an attempt to remove the right ventricular (rv) lead but "it could not be done." The lead was capped and replaced. No patient complications have been reported as a result of this event.